Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 5/5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 5 of 5. The home patient (hp) was still connected. The supply bags were empty, and there was solution on the heater bag only. Gts asked if any bags had come undone and per the hp and care giver (cg) none had. Gts explained the alarm and helped the hp and cg to clear the alarm by cycling power twice. The hp and cg would finish therapy with manual bags. Product surveillance spoke with the nurse (B)(6) in the assisted living center on (B)(4) 2011 regarding the reported problem. The nurse said she did not have any additional information on what may have caused the alarm. She did not know the lot number, and no sample was available. The nurse thought the hp was using the spike type supplies for therapy on the home choice (hc) but was using luer-lock manuals. The nurse said that the hp was currently in the assisted living center in the short term rehab unit, not the hospital. The rn reported that the patient had been in the hospital in (B)(6) for an unrelated issue. No additional information was available.